Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain (seriousness criteria medically important and intervention required), fibromyalgia ("fibromyalgia"), cystitis ("chronic cystitis"), abdominal discomfort ("abdominal burning"), thyroid disorder ("malfunction of thyroid"), arthralgia ("joint pain"), fatigue ("fatigue and exhaustion"), depression ("depressive phenomena"), heavy menstrual bleeding ("plentiful and hemorrhagic period"), adverse event ("various disturbances"), vulvovaginal burning sensation ("vaginal burning"), bladder discomfort ("sensation of weight in the bladder"), dyspareunia ("dyspareunia"), paraesthesia ("paraesthesia in her hand"), blindness ("loss of vision"), confusional state ("confusion"), libido decreased ("decreased sexual desire"), insomnia ("insomnia"), back pain ("lumbar pain"), vomiting ("vomiting"), nausea ("nausea"), musculoskeletal stiffness ("muscle stiffening") and anxiety depression ("anxious-depressive symptoms"). The patient was treated with surgery (laparoscopic subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, fatigue, blindness, vomiting, nausea and musculoskeletal stiffness were resolving, the heavy menstrual bleeding, paraesthesia, confusional state and back pain had resolved and the abdominal pain, fibromyalgia, cystitis, abdominal discomfort, thyroid disorder, arthralgia, depression and adverse event had not resolved. The outcomes for vulvovaginal burning sensation, bladder discomfort, dyspareunia, libido decreased and depression were unknown. The reporter considered abdominal discomfort, abdominal pain, adverse event, arthralgia, back pain, bladder discomfort, blindness, confusional state, cystitis, depression, anxiety depression, dyspareunia, fatigue, fibromyalgia, heavy menstrual bleeding, insomnia, libido decreased, musculoskeletal stiffness, nausea, paraesthesia, pelvic pain, thyroid disorder, vomiting and vulvovaginal burning sensation to be related to essure administration. The reporter commented: despite the improvements found in the period immediately following the removal procedure, she continues to present with a series of pathologies and/or symptoms that have become chronic which lead to an irreversible worsening of her quality of life due to the insertion of the essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain (seriousness criteria medically important and intervention required), fibromyalgia ("fibromyalgia"), cystitis ("chronic cystitis"), abdominal discomfort ("abdominal burning"), thyroid disorder ("malfunction of thyroid"), arthralgia ("joint pain"), fatigue ("fatigue and exhaustion"), depression ("depressive phenomena"), heavy menstrual bleeding ("plentiful and hemorrhagic period"), adverse event ("various disturbances"), vulvovaginal burning sensation ("vaginal burning"), bladder disorder ("sensation of weight in the bladder"), dyspareunia ("dyspareunia"), paraesthesia ("paraesthesia in her hand"), blindness ("loss of vision"), confusional state ("confusion"), libido decreased ("decreased sexual desire"), insomnia ("insomnia"), back pain ("lumbar pain"), vomiting ("vomiting"), nausea ("nausea"), musculoskeletal stiffness ("muscle stiffening") and anxiety depression ("anxious-depressive symptoms"). The patient was treated with surgery (laparoscopic subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, fatigue, blindness, vomiting, nausea and musculoskeletal stiffness were resolving, the heavy menstrual bleeding, paraesthesia, confusional state and back pain had resolved and the abdominal pain, fibromyalgia, cystitis, abdominal discomfort, thyroid disorder, arthralgia, depression and adverse event had not resolved. The outcomes for vulvovaginal burning sensation, bladder disorder, dyspareunia, libido decreased and depression were unknown. The reporter considered abdominal discomfort, abdominal pain, adverse event, arthralgia, back pain, bladder disorder, blindness, confusional state, cystitis, depression, anxiety depression, dyspareunia, fatigue, fibromyalgia, heavy menstrual bleeding, insomnia, libido decreased, musculoskeletal stiffness, nausea, paraesthesia, pelvic pain, thyroid disorder, vomiting and vulvovaginal burning sensation to be related to essure administration. The reporter commented: despite the improvements found in the period immediately following the removal procedure, she continues to present with a series of pathologies and/or symptoms that have become chronic which lead to an irreversible worsening of her quality of life due to the insertion of the essure device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: events vaginal burning, bladder disorder, dyspareunia, paresthesia, blindness, confusion state, libido decreased, insomnia, back pain, vomiting, nausea, musculoskeletal pain, pelvic pain & depression added. Event outcome updated. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.